Manufacturer narrative:
Date received by manufacturer: 12sep2019. Report date: 19sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported complaint of exhalation flow sensor being out of specification was not duplicated. No fault was found on the returned exhalation flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The manufacturer's field service engineer confirmed the reported exhalation filter test failure. The manufacturer¿s field service engineer (fse) replaced the defective exhalation filter to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
During corrective maintenance, the manufacturer's field service engineer reported exhalation flow outside range when the exhalation filter test was performed. There was no patient involvement.